Event description:
It was reported that patient was implanted interspinous process spacer at l4-l5 to treat lumbar canal stenosis. The patient's symptom was once improved. On a month after post-op, the patient developed l3-l4 lumbar canal stenosis. Decompression was performed. On a year post-op, the patient developed l4-l5 symptom again. Revision was performed for decompression and for removal of the interspinous process spacer.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.